Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loose abutment. During the procedure to tighten the abutment it was revealed that the fixture became loose as well.the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.